Manufacturer narrative:
The device was used in treatment and log files and case screenshots were not returned for investigation. Thus, visual and functional inspection could not be performed. It was reported that the navio system continued to collect free points after the blue foot pedal was released while being used in treatment, and the issue was resolved by tapping the foot pedal again. Since the issue was resolved by pressing the button on the navio screen to discontinue point collection, the reported event is a known issue caused by the screen manipulation in conjunction with a foot pedal release. This causes the pedal to be virtually pressed without being physically pressed. The probable cause of the issue was a software failure. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established.

Event description:
It was reported that during a procedure, while painting of the femur, after the surgeon would release the blue foot pedal, the navio would continue to accept points in space. The button on the navio screen had to be pressed to discontinue point collection. There was no surgical delay or patient injury reported.